Event description:
It was reported that once suction has started, the green light turns on even though the device is not vacuuming. At the beginning, the pump worked fine for short time and then it stopped performing vacuum. The dressing does not show the rigidity typical of when the vacuum occurs. There was a backup available to continue with the therapy with no delays. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The visual inspection did not identify any visual issues. Functional evaluation found no device or software errors. The device spent 96.85% of its total functioning time in a leak state, establishing a relationship with the event reported. The device performed as would be expected - a leak was identified and the user was notified via the indicator lamps. Potential root causes include, leaks in the dressing not applied properly. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.